Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and ovulation pain ("ovulations were painful"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, fatigue and ovulation pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue and ovulation pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1091 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("tiredness") and ovulation pain ("ovulations were painful"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, fatigue and ovulation pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue and ovulation pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1.155 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.